Event description:
I had a guidant aicd implanted at medical center. The device was checked regularly at approximately 3 month intervals. There was only one charge delivered and that was determined to be "inappropriate therapy," thus the settings were changed at that time. In mid 2002 I started noticing an "electrical charge" when I would touch things. This was similar to a static electric "shock" only quite a bit stronger. Initially I didn't pay much attention to it, but after a short while it became quite bothersome, even shocking people that I would touch. I would receive a "shock with every door handle, every piece of furniture, and electrical items were worse; all of this happened only to me, under the same circumstances no one else received shocks of the same magnitude or frequency that I did. It became almost a joke that I shouldn't be touched for fear of "shock". This continued and seemed to worsen in intensity and frequency. I was assured by my doctors that it was "probably not related to the defibrillator." In approximately december of 2003 after only 3 years it was determined that the battery of the device was failing and it would soon need to be replaced. Average life, I was told, would be 5 to 7 years depending on the number of charges delivered. I inquired about the "electrical charge" again, and was told there was no way to know if it was related to the device or not unless there was a problem with a lead in which case it would be replaced during the surgery. In june 2004, the device started "beeping" indicating that the battery life remaining was minimal and that it needed to be replaced. The device was replaced. In 2004. I took the gudiant model home with me so that my children could see what it looked like and it continued to beep for almost a year, only just recently stopping. I have been very concerned about this since the onset. In light of the recent recalls I have become even more concerned that I may have had to undergo surgery to replace this device prematurely, and that there may be more out there in patients receiving shocks as I did, whose batteries are dying too soon.